Manufacturer narrative:
The products subject of the reported event were processed under steris run ID and (B)(4) on (B)(6) 2021 and (B)(6) 2021. The run files were reviewed and confirmed the product was processed to customer specifications. No issues were noted. Based on the documentation reviewed, there is no evidence to suggest that the processing activities performed by steris ast caused or contributed to the reported event. Steris communicated the results of our investigation to the OEM of the product, eternal ink inc., to internally investigate and evaluate for reportability. No additional issues have been reported.

Event description:
A customer contacted steris for information regarding product that had been processed by steris ast. The request was a part of the customer's investigation into tattoo ink that had tested positive for bacteria growth. It is unknown if the ink has been used. No report of injury.